Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charger for the ilet system was not functioning, with a blinking green indicator light despite removal of the case and confirmation of power from an alternate outlet. Symptoms included no adverse clinical effects. Outcomes included no impact on health status. Investigation included user-level troubleshooting and power source verification. Investigation of this case revealed a suspected charger malfunction consistent with a device component issue involving the external power supply. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the charger.